Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead was explanted due to loss of capture. It was believed that the patient had twiddled the lead. The boston scientific sales representative stated that the lead is unable to be returned for anlaysis. No adverse patient effects were reported due to the lead revision procedure.